Manufacturer narrative:
No patient information provided, since no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the software of the computer for the imaging system was corrupt. After reloading the software, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore, no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not power on. It was reported that the imaging system was plugged in for multiple days between uses and that the viewing station of the imaging system powered on without issue. When the interface (umbilical) cable was disconnected, the x-ray and motion battery bars on the system were depleted. There was no patient present when this issue was identified. No additional information was provided.